Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that failure to interrogate was observed on the device. The issue was resolved by reset bluetooth via magnet. The patient was suspected atrial fibrillation throughout the event.